Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) was emitting beep tones. The patient is convinced the tones sound the same as those emitted by the device as demonstrated during a routine follow-up appointment. Guidant received additional information that the reported tones were due to the ICD having reached an eri battery status. In addition, the paitent believes the device reached eri prematurely.